Event description:
Physician reported right side device rupture with "liquid around prothesis". Ultrasound identified "prosthetic folds". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h4, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: seroma: unable to observe since it is not related to the device. Crease folding of implant: observed. Rupture: not observed. As per the investigation procedure deformation, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side device rupture with "liquid around prothesis". Ultrasound identified "prosthetic folds". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 postal code: 1160 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture and "liquid around prosthesis".